Manufacturer narrative:
It was reported that during revision surgery the extraction screw m6 (75002165) broke and the broken piece remained in the extractor block. The complaint device, used in treatment, was returned for investigation. The reported failure mode was confirmed upon visual inspection. This is a known failure mode. The root cause is attributed to wear and tear. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The complaint device will be discarded.

Event description:
It was reported that during revision surgery, while dr. Was extracting the polar stem, the extraction screw m6 broke and the broken piece remained in the block, locking the block to the stem. No surgical delays were reported and a backup device was available.